Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalized low blood glucose readings. The customer's blood glucose reading was 70 mg/dl. The customer treated with IV sugar water, sandwich and apple juice at the hospital. Customer as hospitalized for hypoglycemia. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to speak with their health care provider regarding low blood glucose readings.